Event description:
Approximately 15 minutes into the first routine hemodialysis treatment with system one, the patient complained of facial swelling, itching, and sob. Oxygen was initiated via nasal cannula at 2l-3l/minute. The blood was returned and the treatment was discontinued and the physician was notified; symptoms were relieved within 30 minutes of ending the treatment. No other medical intervention provided.

Manufacturer narrative:
No problem found with returned cartridge. No evidence of a device malfunction. Facility staff attribute patient symptoms to a dialyzer reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No additional information will be provided.